Event description:
Caller stated that she received a letter from abbott regarding proclaim stimulator system for an urgent medical device correction. She said the device was implanted in her husband who passed away on (B)(6) 2022.